Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient went into ventricular fibrillation requiring defibrillation and one liter of albumin to be infused. There was a low pump flow issue resulting in the patient receiving one unit of packed red blood cells. Additionally, it was reported the patient had been off sedation for twenty-four hours with no neurological response. Additional information noted patient care was withdrawn, and survival outcome at explant indicated the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.